Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat frame is cracked. He states the customer was sitting in the chair and just heard a crack. He states the customer originally called him stating that the chair was tracking oddly, and the customer was going to replace some cosmetic items, and that was when the crack in the frame was discovered. Dealer also states the front forks are catching and thinks it's due to the bearings in the fork.